Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent an MRI without notifying the physician about the device. The device was not set for MRI and the device went into backup mode as result. The patient presented to the hospital after receiving several inappropriate therapies. The device was reloaded and normal device function was restored. The patient is in stable condition.